Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 481 mg/dl and a correction bolus was delivered to address the high bg. The customer did not know the cause of the high bg. As the high bg occurred in the past, a pump system check was not performed. Tandem technical support advised the customer to discuss the event with a healthcare provider.